Manufacturer narrative:
(B)(4) date sent: 1/19/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: are you able to clarify how the stapler misfired? One row of staples was fired instead of two what type of procedure was the device used in? Pancreaticoduodenectomy how was the procedure completed? Another endo linear cutter echelon 45 mm was obtained.

Event description:
Per maude event report form, #mw5066630, during an unknown procedure; the stapler misfired when used. It did not cause harm or affect the surgery due to having an extra one in room and it was a non-emergent situation. It is not known how the procedure was completed. There were no adverse patient consequences reported.